Event description:
The reporter stated that the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2009, in the patient's right (od) eye. The lens was explanted two months later, due to glare. No other lens was implanted. Last visit was two days later, bscva 20/25. See MFR# 2023826-2009-01320 for the right eye.